Event description:
It was reported that the device exhibited post-paced t-wave over-sensing via review of remote transmission. The patient presented to the clinic and programming changes were made. The patient was asymptomatic.